Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report detached sensor wire on (B)(6) 2014. Patient claimed that the sensor wire was not attached to the sensor pod and was stuck in their skin. Patient also reported experiencing bleeding at site of insertion. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).